Event description:
Three neuro coils went into the catheter, but never came out of the end of catheter in the head. These were stryker coils. The lot numbers are 20281165 for all three. Stryker target 360 nano. The sizes are 1.5mm x 4 cm. According to the technician, the doctor removed the coils and tried again with the same product. There were no complications. Manufacturer response for device, vascular, for promoting embolization, target (per site reporter). No response from stryker yet.